Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with sterile breach and labeling error. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with sterile breach and labeling error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: picture related to the occurrence was received. The analysis let to confirm the failure for both defects. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. Only picture was sent by the customer, and with that was possible performing an investigation and determine the root cause for the defect, confirming the complaint. The manufacturing process are validated with defined acceptance criteria. The root cause for this defect of package, occurred due to one failure at the moment of joint between film and blister, the film broke. According the analysis during the brake of film it could be misaligned and causing this punctual occurrence for both defects.